Manufacturer narrative:
Product complaint # : (B)(4). Evaluation of the returned device finds wear. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibia at the cement to implant interface, depuy cement was used. Revision attune components used. Upon removing the insert, the surgeon used a key elevator to assess whether or not the tibial component was loose. He placed the key elevator underneath the anterior aspect of the tibial component and used hand force to lift the tibial component up and out of the tibia. The component was completely loose. No cement adhered to the tibial component. The surgeon is concerned that in light of a recent study and having revised at least two loose tibial components, more patients may be affected. The components have been saved to return. Pictures, x-rays and order summaries will be emailed. Additional patient demographic information needs to be requested directly from the surgeon or the hospital. The surgeon request a response on the investigation. Dor: (B)(6) 2017; dor: (B)(6) 2018; unknown side.